Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported complaint was duplicated. Based on the investigation details, the assembly came apart and problems were found with the driveshaft and bearings, but the evaluation has not been completed. Service repaired and returned the device to the customer. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that a screw backed out of the handpiece, and the oscillating parts fell out during a total knee procedure. They used a backup system to complete the procedure successfully. There was no medical intervention required and no adverse consequences reported as a result of this event.